Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the unit experienced a defib test failure during operational testing. Due to the noted failure, it was advised that the processor pca and capacitor would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that both the processor pca and capacitor needed to be replaced to resolve the reported failure. Both components were replaced and the device was deemed fit for use. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. The device remains at the customer site. The processor pca was returned to the failure analysis lab for evaluation. Troubleshooting revealed that a number of solder contact pins common to connector j16 had lifted off the solder lands as a result of either cold solder and/or physical stressing of the solder joints during the use of the device. The reported problem was verified during lab evaluation.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.